Event description:
It was reported that the pump gave error code 42221, 040100. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to MFR: 13-apr-2026. D8 - was device serviced by third party: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed; however, the complaint could not be confirmed due to loss of historical data. A 12-month service history review verified that the device had not been serviced during this period. Visual inspection revealed damage to the downstream occlusion (dso) seal. Functional testing was performed, and no error codes were observed during power-up or recorded in the event history log. The complaint could not be confirmed. The device has data history failure and needs printed wired assembly (pwa) replacement.